Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead kept migrating to the patient's svc. R-waves and impedances had decreased and thresholds had increased with intermittent capture noted. The sales representative wanted to also note that the physician indicated during the implant, the day before, that the suture sleeve was stuck. Once it was loosened the lead was repositioned. He really had to tighten the suture sleeve down to ensure no movement. No adverse patient effects were reported. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.